Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported a patient was on impella 5.5 support and during support, the patient had a hematoma at the access site. Blood products were given to the patient and anticoagulation was held until neurological assessment was obtained due to extensive cardiopulmonary resuscitation time. Furthermore, the patient's lactate dehydrogenase was 773. Two units of packed red blood cells were provided to the patient. Also, the patient had a computed tomography scan that found that the patient had a small subdural hematoma. The staff monitored and support was continued. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation of access site bleeding, hemolysis, and stroke has been completed. The pump was returned for investigation. No physical abnormalities were seen on the returned product. Biomaterial was found wrapped around the impella, and it could not be removed. The pump was tested in a bucket of water, and low pump flow was reported. The data log shows the trending placement signal and pump flow while running on a steady p-level. Additionally, there were some small spikes reported in the motor current during steady p-level operation with reported low pump flow. The cause of the access site bleeding issue was not determined since sufficient clinical information was not provided. The cause of the hemolysis issue was most likely biomaterial, based on given returned product investigation and data log review. As this clinical information was not provided, the true root cause of the stroke/cva could not be determined. D9 date device returned to manufacturer added.